Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was kinked and ovalized in multiple locations throughout its length, including on the distal tip. Conclusions: evaluation of the returned device revealed that it was kinked and ovalized in multiple locations throughout its length. This damage may have occurred due to forceful manipulation of the neuron max within tortuous patient anatomy. The tortuous anatomy mentioned in the complaint likely contributed to the inability to place the devices during the procedure. The velocity mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician placed the neuron max and a velocity delivery microcatheter (velocity) into the patient and then attempted to select the vessel. After the initial attempt to select the vessel, both the neuron max and velocity were removed due to what was initially thought to be tortuous anatomy. A new neuron max and velocity were then opened and used to select the vessel without difficulty. The procedure was then completed using the new neuron max and velocity. After the procedure, it was discovered that the initial neuron max had a crimp at the end of it. There was no observed damage to the initial velocity. Additionally, there was no report of an adverse effect to the patient.